Manufacturer narrative:
(B)(4) the customer returned one unit of 528236 visistat 35w non-sterile for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 41 staples remaining in the cover block. No evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Per DHR the product visistat 35w non-sterile lot # 73j2500336 was manufactured on 09/09/2025 a total of (B)(4) pieces. Lot was released on 09/11/2025. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not forming/closing" could not be confirmed. Upon functional inspection, all remaining staples were abl e to be fired and form correctly, no issues were observed with the returned stapler. No staples were observed to jam during use and all staples properly formed and closed. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the customer reports that the skin stapler is not suitable for surgeons because it does not snap into place correctly and once on the skin, the staples do not bring the edges together satisfactorily." Additional information received on february 24, 2026, indicated that "the defect was observed during use in the patient. The surgeon was not satisfied with closures. No patient harm or injury reported. No medical intervention required." Three devices involved. Associated mdrs: 3003898360-2026-00096, 3003898360-2026-00098.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer reports that the skin stapler is not suitable for surgeons because it does not snap into place correctly and once on the skin, the staples do not bring the edges together satisfactorily." Additional information received on february 24, 2026, indicated that "the defect was observed during use in the patient. The surgeon was not satisfied with closures. No patient harm or injury reported. No medical intervention required." Three devices involved. Associated mdrs: 3003898360-2026-00096, 3003898360-2026-00098.